Manufacturer narrative:
During service, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message during functional testing. The root cause of the ua07 was the failure of both single point load cells. The autopulse platform failed the initial functional testing due to the displayed ua07 error message upon powering on. Both load cells were replaced to remedy the reported complaint. Following service, the platform passed the load cell characterization check and the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
During service, the loaner autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. No patient involvement.